Event description:
Information was received indicating a cadd administration set tube was blocked. It was reported nutrition was provided.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a cadd administration set tube was blocked. It was reported nutrition was provided.